Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the rv lead had chronic high thresholds and low sensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the capped lead was returned,analyzed,and no anomalies were found. However, visual summary analysis of the lead indicated apparent explant damage.